Manufacturer narrative:
Additional information: since the article is not available for review, an assessment can only be made based on the available information. Description of the incident: report 1: during a hysteroscopic myomectomy, the bipolar loop broke at the moment of myoma resection and became unusable. Therefore, a different resectoscope loop was used, which had no consequences for the patient. Report 2: during a hysteroscopic myomectomy, the bipolar loop broke at the moment of myoma resection and became unusable. Therefore, another resectoscope loop was used, which posed no risk to the patient. Since the items were not submitted, an investigation can only be conducted based on customer information. Various factors may have led to this defect. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar loop breaks during procedure and becomes unusable. Therefore, another resectoscope loop is used. No negative impact in state of health reported. Cross reference MDR: 9610617-2025-01642.